Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket. According to the complainant, during the procedure a basket wire tore. It is unknown whether or not the wire remained attached at one end of the basket or if it fully detached, it could only be confirmed that no part of the device remained inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was good.

Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed the introducer was on the proximal end of the sheath when received and the basket was open. The basket and all basket wires were present and attached; however, one of the basket wires was broken at the distal knot. The outer sheath was kinked in several locations along the working length. There was a torque mark present on the handle cap to indicate the application of the torquing process, and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated, the basket would close and open without issue. The basket extended approximately 1mm from the distal end of the outer sheath when the handle was in the closed position, which meets specification (.5-2mm). A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context. It should also be noted that the evaluation of the returned device, which found a basket wire broken from the distal knot, is a non-reportable event.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket. According to the complainant, during the procedure a basket wire tore. It is unknown whether or not the wire remained attached at one end of the basket or if it fully detached, it could only be confirmed that no part of the device remained inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was good.